Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. The following day, it was discovered that the pt's bowel was perforated while tunneling during implant of the electrode. The perforation site was sutured and the s-ICD system was explanted. The pt was put on antibiotics and sent home with a life vest until she recovered. To this date, the pt has not received a new implant. The field rep was contacted and was unable to retrieve the product for return. The perforation was previously filed under report numbers: 2124215-2014-14054 and 2124215-2014-14052. It was later determined that the perforation occurred during the implant/tunneling of the replacement s-ICD electrode.